Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD)implanted on 12 february 2001, displayed an elective replacement indicator (eri). The clinician expressed a concern that the battery depleted earlier than expected.